Event description:
A physician reported that on 21 december 1998, the pt was being treated using an adg needle. The collagen material leaked at the hub of the needle and the collagen splattered on the physician and the pt. The needle did not separate from the syringe. There was no injury to the pt, physician or staff. No medical or surgical intervention was required.